Event description:
Reporter states that the surgeon attempted to "lock" tibial insert into baseplate. Poly "snapped" into position but had movement on tibial tray. Surgeon went to 13 mm implant, and it "locked" in with snap into baseplate. Surgeon was satisfied with insert, and there was no adverse consequence for the pt or delay in surgical or anesthesia time.